Event description:
It was reported, the insulin pump alarmed during bolus. Customer states alarm only occurs when customer wants to deliver a big bolus 10- 30 units of insulin. Reservoir was not empty. Customer performed a fixed prime, insulin did exit. Customer was unable to remove site so unable to determine if it was bent. Customer did not have tubing clamp unable to perform high pressure test. Customer's blood glucose was 417 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.